Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 16-may-2023, the following additional information was obtained from field service engineer notes: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the hard error 25592 pointing to arm 1 was confirmed. The certificate to foreign government (cfg) embedded serializer setup joint (essj) was replaced to resolve error 25595. The system was tested to the original equipment manufacturer specifications and verified as ready for use. An RMA was issued for the essj unit be returned to isi for evaluation and failure analysis. At this time, additional information is still being gathered to determine the probable root cause to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 25595 on arm 1, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The embedded serializer setup joint (essj) was analyzed and the reported failure was replicated and confirmed. This unit was installed into the test system and it failed with error 25595 at startup which indicated wheel communication problems. The complaint regarding error 25595 was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, error 25596 concerning arm1 was received. Prior to call, the site already replaced the sterile adapter (sa) and power cycled the system, but the error remains. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked site to connect a lan cable in order to review the log files; however, it was unavailable. The tse advised to move arm 1 in all directions including height and guided the customer to hard power cycle patient side cart (psc); however, the issue persisted the tse advised the surgeon the procedure could proceed by disabling arm1. The surgeon made the decision to proceed as it is the procedure was completing as planned with no reported injury. The tse was able to review the log files after the procedure and identified 25595/30 error pattern. This pattern indicates a communication error between the embedded serializer setup joint (essj) and the remote arm controller (rac) board. Intuitive surgical inc. (Isi) followed up with the surgeon to confirm that the surgeon operated with 2 arms instead of 3. There was one arm less. The system functionality was checked before the procedure. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 25595 on arm 1, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using remaining arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.